Event description:
Pt was injected with radiesse dermal filler in the cheeks and developed a possible infection. The pt's symptoms were erythema, red bumps and white pustules.

Manufacturer narrative:
The physician administered antibiotics prior to seeing the pt. The physician confirmed upon seeing the pt that the pt had an infection. The device history records for lot for 1014108 and 1014171 were reviewed. All required testing met specifications and there were no deviations noted. Additional info: catalog# 8069m0k1; lot# 1014171; expiration date: 05/01/2011.